Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implantation of the pacing lead, the lumen was obstructed and the stylet got stuck and would not advance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor was flattened. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. A fresh 14-52 gray stylet was inserted into the lead and came to an occlusion at 10.2 cm. The distal and proximal conductors are distorted at 10.2 cm from flattening. If information is provided in the future, a supplemental report will be issued.